Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 30 mg/dl range. Reportedly, the customer miscalculated the amount of carbohydrates consumed when delivering a bolus. Customer addressed low bg levels with glucose tablets and juice.